Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying a channel error. Once the pumping process starts an error displays and operation can't continue. The reason for the error was found and the pressure sensors were replaced to fix it. The device was tested and found to be working correctly. No further information is available.

Event description:
It was reported that the device was displaying a channel error. Once the pumping process starts an error displays and operation can't continue. The reason for the error was found and the pressure sensors were replaced to fix it. The device was tested and found to be working correctly. No further information is available.